Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked liquid crystal display keypad connector noted. Insulin pump had cracked reservoir tube lip, no cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the keypad was hard to press. The insulin pump will not be returned for analysis.